Event description:
From staff: primary ivf [intravenous fluids] (d10w) backing up into med-line. Med-line leaking at the filter. A wet area was found on the floor in the patient room, and it was noted to be sticky. The charge nurse traced the tubing back to the filter where it was found to be leaking. The rn flushed the set to be sure it was leaking and found it was indeed leaking at the filter. It does not appear to be a user error. Rule out manufacture problem.